Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: when attaching the arm of the da vinci robot to the trocar the little hinge/joint to the handle of the compression fitting broke.